Event description:
The following was reported to davol by the patient's atty: on (B)(6) 2008 the patient was implanted with a bard/davol flat mesh during an unk pelvic procedure. The atty's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient's atty did not allege a specific device failure or patient injury and medical records were limited to patient's medical statement page. Without a lot number a review of the manufacturing records could not be conducted, additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.